Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. The customer's blood glucose level was over 400 mg/dl and ketones which were not identified as dangerous by a healthcare provider, which lead to the an emergency room visit. The customer was treated with intravenous fluids of saline and insulin and changed supplies. The customer was released from the emergency room the same day with issue resolved and no permanent damage.